Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case#(B)(4), awareness date 04-oct-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. She had 2 children. Essure was inserted the beginning of 2008. Ever since then she had problems with her body. She had infections every month since 2008, painful cycles, bloating, rashes. She was always agitated and irritable. She thought that she is allergic to nickel, but she was not tested. Follow-up information was received on 22-oct-2015: the consumer reported that she had a doctor to her that the vaginal infection is due to essure and she just wanted help getting the device reversed out of her body. Each time she went to the doctor she was tested abnormal for vaginal infection. Ptc investigation result was received on 11-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow up information received on 13-jun-2016 and case was upgraded to incident: legal claim was received for this consumer; this case is considered legal from this date forward. The plaintiff was (B)(6) at the time of essure insertion, in or around (B)(6) 2008. The plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, and excessive rashes. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms in multiple physicians but was unable to resolve it. On or around (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. The plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Update to the quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 23-jun-2016: there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed legal case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed approximately 8 years after device placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.